Event description:
It was reported that the patient had complaints of shortness of breath and increased fatigue. The left ventricular lead had high thresholds, high impedance and a fracture. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted 2006 (B)(6). (B)(4).